Event description:
Additional information indicated that the cause of death was due to multi-organ failure.

Event description:
It was reported that fluid infusing through the vip port was leaking out of the blue svo2 sensor module. Through follow-up investigation, it was determined that it was vaspressor medications leaking, which "resulted in the patient being under medicated." When the medication was moved to another IV site, there was marked improvement in his vital sign signs and the vasopressor infusion was decreased by half. The catheter was replaced. The reporter commented: "in this post op patient who went into renal failure, with the need for dialysis was hypo-perfusion a potential source?" As reported, the patient did not recover kidney function and eventually expired. The actual cause of death was not provided.

Manufacturer narrative:
One swan-ganz catheter was received with an attached contamination shield and an attached non vented cap to proximal hub. The proximal end of the contamination shield was attached at the 98cam area and upon removal of the contamination shield, a kink was noted at the 98cm area. Dried blood was found inside the optical connector. There was no visible damage noted on the catheter body. Dried blood was also found in the p.a. Distal, proximal injectate, and proximal infusion lumens. Leakage and patency for all through lumens could not be confirmed due to difficulty removing dried blood in the lumens, and therefore location of leakage could not be confirmed. The complaint of leakage from the blue svo2 sensor module was confirmed; however, the source of leakage could not be confirmed due to dried blood inside the lumens. An investigation was opened to determine the cause of the complaint and implement any necessary actions.

Manufacturer narrative:
The catheter was expected to be returned for evaluation; however, at last contact, the hospital had not agreed to release it. A review of the manufacturing records could not be performed without a lot number. The complaint could not be confirmed without return of the product, nor could it be determined if damages or defects existed on the unit. If the device becomes available, or additional information is provided, a supplemental report will be submitted. No actions will be taken at this time.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.